Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited under-sensing during ventricular fibrillation (vf) episodes. The ventricular fibrillation (vf) was successfully converted with a max energy shock. The r-wave amplitude was high then followed by lower amplitude beats (big/small amplitudes) causing the device to divert the charge. The physician elected to replace the right ventricular (rv) lead. No adverse patient effects were reported.